Event description:
Customer reported that the device lost power while they attempted to download a code summary. The device was used on a patient earlier with no issues. It was reported that the battery in well one was fully charged while the battery in well two was low. The issue occurred after patient was transported to the hospital so that there was no patient use.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that a low battery condition in battery well number two would not allow the device to switch to battery one and it powered off. Physio replaced the battery and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed battery was further evaluated at the failure analysis center and the reported issue was not duplicated.